Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 24.6 mmol/l with abdominal pain, excess urination, and extreme thirst. The reporter indicated that the pump was constantly losing and gaining time resulting in increased blood glucose levels. After the initial contact, the reporter called back to animas to indicate that the patient had admitted to changing the time and date in the pump and indicated that there was no malfunction of the pump. This report is made based on the allegation that the patient experienced hyperglycemia associated with use error.